Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) xiitp5485, (osseotite® tapered certain® prevail® implant 5/4 x 8.5mm) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. No damage identified or signs of malfunction were noted that would contribute to the reported event. Measurements match drawing. Cal6861 (due: may 25, 2024). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 2021090946. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2021090946 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿perforated sinus¿ the customer did not submit images for the reported event. IFU review: documents reviewed: biomet 3i dental implant IFU p-iis086gi rev. J 2022/08. Information identified: "warnings" & "contraindications." Based on the investigation and risk management file review as per rmf rm-00053-haz rev.11, the most likely root causes determined from the investigation are missing or confusing instructions for use, clinician places implant in a patient with patient factors (e.g. Poor bone quality, poor patient hygiene, periodontal issues, preexisting medical conditions) incompatible with osseointegration of implant. Therefore, based on the available information, a device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
Per indicates perforated sinus. Customer reported patient came back stating that his implant felt loose, torque test perform & confirm that implant fail, tooth 14. Per indicated: symptoms as a result of the event: none indicated. Surgical/medical intervention required for permanent damage: no. Was there a delay during the procedure: no. Additional appointment required: yes, to replaced implant. Was the procedure completed using another implant or another device: no. Discovered during impression by dentist.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).